Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The customer's blood glucose level was 159 mg/dl. The customer was able to charge the pump and continued using the pump for insulin therapy.